Event description:
It was reported the patient underwent replacement of their neurostimulator due to normal battery depletion. During the procedure, it was noted the insulation had been compromised on one of the extensions. The indicated extension was replaced at the same time as the neurostimulator. No pre-operative interrogation readings or impedance values were available due to the battery being depleted. The patient recovered without sequela.

Manufacturer narrative:
The ipg and extension were returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.